Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and the hard drive. System operates as intended.

Event description:
The customer reported that the system would not produce x-rays. No pt injury was reported.